Event description:
It was reported that through remote transmission the device was in backup vvi mode. The patient was brought into clinic and the device was reprogrammed successfully.

Manufacturer narrative:
(B)(4).